Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the water temperature was not decreasing due to a faulty mixing pump. The mixing pump was replaced. The circulation pump was replaced preventatively. Device passed applicable testing. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device water temperature did not drop. The case was completed after replacing with a substitute device. Per review of work order on 22aug2023, device was used on patient and no impact to the patient. Per follow up information received via email on 23aug2023, device was under investigation.

Event description:
It was reported that the arctic sun device water temperature did not drop. The case was completed after replacing with a substitute device. As per review of work order on 22aug2023, device was used on patient and no impact to the patient. As per follow up information rhttps://emdr.FDA.gov/emdr/forminbox/eceived via email on 23aug2023, device was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.